Event description:
It was reported that when attempting to utilize the valved peelable introducer, there was leakage/bleeding through the top hub. The pt suffered no ill effects from the event and was discharged home.

Manufacturer narrative:
The device involved in the event was not available for evaluation. A review of the inspection records indicated that all quality requirements were satisfied.